Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight months after device system implanted.

Manufacturer narrative:
Additional information received from the funeral home noted the cause of death as cardiopulmonary arrest (seconds), congestive heart failure (months) and coronary artery disease (years). Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); 419688 implantable pacing lead implanted: 2010 (B)(6); competitor 4470 implantable pacing lead implanted 2007 (B)(6). (B)(4).